Manufacturer narrative:
No corrective actions can be determined because the root cause could not be identified conclusively. If further details were received which contribute to the root cause analysis, the investigation would be reopened and updated. (B)(4).

Manufacturer narrative:
No corrective actions could be determined because the root cause could not be identified conclusively. If further details are received which contribute to the root cause analysis, the investigation will be reopened and updated. This complaint has been reviewed and assessed. The residual risk remains unchanged and at acceptable level. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported low corrected vision post lasik in a patient. Post-operative topography similar to a central islet was noted. Additional information is unable to be obtained. Doctor wishes to not be contacted or identified.